Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. The root cause of access site bleeding was determined to be patient condition because the bleeding happened from non-impella site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support and their hemoglobin continued to drop despite giving blood products. The doctor wanted to remove the impella cp as they thought the pump was causing harm to the patient. It was thought that the impella leg (right) was bleeding internally and externally. The right leg was addressed and flows were present with no apparent signs of bleeding internally. The access site was addressed using a side closure technique with two perclose used. It was later reported that no bleeding or ischemia was due to the impella and the procedural outcome was the patient survived the surgery.